Event description:
A pt was treated on 11/25/96 in the vermilion borders. During treatment to the upper right vermilion border the pt noted numbness at the site. That evening, she noted pain at the upper right vermilion border treatment site; numbness persisted. On 11/26/96, the pt was seen with slight swelling, tenderness, and paresthesia at the treatment site. On 11/28/96, she presented with swelling tenderness, paresthesia and erythema at the treatment site which extended toward the nose and right nasolabial fold. Tenderness, paresthesia ans swelling were also observed at the upper right inner mucosa. The physician diagnosed a vasospasm and prescribed oralkeflex, relafin, and a topical oral rinse. He believed that the symptoms at the inner mucosa, nose, and right nasolabial fold were related to the vasospasm. On 11/29/96, the pt noted sloughing of the inner mucosa. The physcian is diagnosed a necrosis. On 12/3/96 the pt telephoned the office and reported persistent, but improved symptoms; medrol dosepak was prescribed.